Manufacturer narrative:
A ge svc rep performed an onsite investigation. The svc rep replaced the high voltage cable. The sys was tested and found to be working as intended and put back in svc.

Event description:
The customer reported that the 9800 sys camera would not rotate images. No pt injury was reported.